Manufacturer narrative:
A4-a6:unk; h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -7.5/2.5/74 tore/broke before or during loading. It is unknown to when the tear occured. No lens was implanted.